Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The label review found the labeling adequate for the potential use error in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient contacted global technical services (gts) regarding assistance with a solution bag disconnecting while using the homechoice (hc) during dwell cycle 2 of 4. The patient stated he had a nightmare, and his son was able to assist him. The bags disconnected and emptied on the floor. The patient stated they weren't currently connected. Gts advised the patient to start over with new supplies. The patient elected to complete therapy manually. Gts then advised the patient to notify their dialysis nurse. Product surveillance contacted the patient who explained they knocked over the stand that the hc and bags were on during their nightmare. The patient stated that everything fell, but only the heater bag disconnected. The patient stated they continued therapy with new supplies. The patient was unable to provide the sample or lot information. No injury or medical intervention was reported.